Event description:
Consumer reported the rubber piece fell off the brush and he almost choked.

Manufacturer narrative:
Please note: consumer no longer has product and was unable to identify the model. Different models are manufactured at different locations. The product was manufactured at one of the following locations.